Event description:
The handpiece was returned to the manufacturer for service, and during the evaluation an unk substance leaked from the device. There was no pt involvement at the manufacturer during this event. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service. During the evaluation a leaking condition was observed and then reported. A sample was collected from the device. Based on the investigation details, the likely cause for the reported event was a failure with the e-box, which was replaced along with other components. The product was cleaned and re-lubricated, and worn components replaced in the service process as preventative maintenance.